Event description:
Pump arrived in biomed shop with a note stating "pump #1 rate too fast". Biomed tested pump and found it to free flow with tubing properly loaded. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. No pt injury was reported.